Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, the patient presented noise on the ventricular lead. The patient will continue to be monitored and there was no consequences to the patient.